Manufacturer narrative:
The actual device was visually inspected and tested for potential leaks. Results: our records indicate that this is the only complaint of this nature for the given lot number. The slit on the duckbill valve for the suction tube was not closing completely when the suction tube was removed. Conclusions: the device was out of specification. We are aware of other similar complaints for infant breathing circuits. The occurrence rate is approximately 0.0031% worldwide for the last year. The tooling and the supplier of this product has been changed to improve the overall performance of the duckbill valve and reduce failure rates.

Event description:
Reporter reported that when hospital staff connected the rt225 infant breathing circuit to a ventilator air leaked at the suction port valve. No pt consequence was reported.